Manufacturer narrative:
Trackwise (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there was one additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿sept 2021¿ through ¿dec 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan 2020 through dec-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials : (10 & 4105/213/67) the device was returned to the factory for evaluation on 12/07/2021. An investigation was initiated on 03/11/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. There were no visual defects observed on the harvesting device or the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula until it snapped into place. The harvesting device was inserted into the cannula with no physical or visual difficulties observed. There were no visual defects observed. Based on the returned condition and the results of the evaluation, the reported failure "fitting problem" was not confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws are sticking inside the device and harvester was unable to advance and retract the jaws safely. This happens only when the endoscope is inside the device. It works fine if the endoscope is not inserted in the device but to harvest vein, the endoscope is needed. Harvester is convinced the profile of the jaws are slightly too large and it's causing them to get hung up inside the device. He said it's frustrating because he's having to force the jaws in and out every time he tries to cauterize a branch. They opened new hemopro to complete the case. No injury.